Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. Twenty two days prior to experiencing the peritonitis the patient began treatment with dianeal pd4 ultrabag therapy (dose, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient began treatment for the peritonitis with vancomycin (dose, frequency, and lot not reported). The patient was not hospitalized for the peritonitis. Pd therapy was ongoing. Concomitant therapy was not reported. At the time of this report, the patient recovered from the peritonitis. On an unspecified date, the patient was re-trained in proper aseptic procedures.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.